Event description:
Consumer concluded the spinbrush chipped her (B)(6) daughter's tooth only after seeing the FDA consumer notice. There was no brush defect or evidence that the brush is responsible for the injury.

Manufacturer narrative:
Product components are manufactured at the following locations. Since the consumer has not returned the product to date, we are unable to determine which exact location the particular product was made: (B)(4). Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crown to be dislodged; underlying dental pathology or poor dental practices are responsible